Event description:
It was reported that the distal tip of the recanalization catheter was damaged upon removal from its packaging. There was no pt involvement. Another recanalization catheter was used to perform the procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The sample was returned. The investigation is confirmed for material separation as the guidewire lumen at the distal end of the catheter had become separated from the rest of the lumen and was found to be outside of the outer catheter. During the eval, the proximal edges of the separated guidewire lumen were observed to be stretched and jagged. This may indicate that excessive force had contributed to the event. It is unk if the manner in which the device was removed from the packaging hoop contributed to the event. The original stylet and packaging hoop were not returned for eval. The definitive root cause could not be determined based upon the available info.